Manufacturer narrative:
The investigation has been completed. The impella pump was returned for investigation. Per data analysis the imc logs from the console confirm that numerous occurrences the controller error (defective optical sensor lamp) - alarm even as earliest. Device analysis; the failure was reproduced in boot up in the engineering bench. Voltage supply to from the pbm to the optical bench was measured to be within spec. There was no light observed from the optical lamp despite having voltage supply to it. Swapping out the bad lamp with a good one resolved the issue. The root cause for the controller error was a defective optical bench lamp.

Event description:
The complainant reported that there was a placement signal not reliable alarm. The pump positioning was confirmed. This was not reportable however during investigation and review of the log files numerous occurrences of controller error were seen therefore now reportable. There was no patient harm.